Event description:
Healthcare professional reported after injection with juvederm ultra plus xc in the "corner of mouth", the patient experienced "significant swelling" of the entire face. Patient was prescribed a "medrol dose pack", which was considered affective. The symptoms resolved within "1 week".

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2014. The event of "significant swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.